Event description:
A report was received that the patient was explanted as the ipg was slowly migrating to the skin's surface.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50 serial#: (B)(4). Model description:st linear lead, 50cm with pre-loaded 0.014 inch stylet model#:sc-2158-50; serial#: (B)(4). Model description: linear lead, 50 cm with pre-loaded 0.014 inch stylet a review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.a review of the sterilization records of the explanted devices found them to be satisfactory.